Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. The device initially booted-up correctly; however, during subsequent testing the device rebooted by itself and then became locked-up at the initial self-test screen and would not complete the boot-up cycle. Physio then replaced both the system controller and user interface pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not complete the boot-up cycle. The customer advised that the device would attempt to power on but remain stuck in the initial self-test. There was no patient use associated with the reported event.